Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the pump did not record the alarms correctly. There was no indication that the product caused or contributed to an adverse event. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 03-oct-2018 with the following findings: review of the pump¿s alarm history revealed dates manually changed from (B)(6)-2018 to (B)(6)--2018 and then back again to (B)(6)--2018. The black box data revealed that after an alarm that occurred on (B)(6)-2018 at 7:31 pm, the time and date were manually set to 6:40 am (B)(6)-2018 and then manually set to 6:42 am (B)(6)-2018. All activity that occurred during manufacturer¿s testing was accurately recorded in the pump history. Investigation did not duplicate the complaint; the issue was determined to be due to user error.